Event description:
It was reported that the patient complained about thoracic pain and diaphragmatic stimulation. During lead revision the first attempt to withdraw the helix was only partially successful, and fluoroscopy confirmed that the helix was not fully retracted. Other attempts and turning with the entire lead body did not help, and slight pulling on the lead resulted in elongation of the helix. With the use of a locking stylet, the lead was explanted and replaced, leaving a portion of the helix in the apex. No further patient complications have been reported as a result of this event, and the patient's status was reported as "ok".

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned and analyzed.